Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ as found condition: the rist 079 catheter was returned for analysis within a shipping box and a sealed pouch. ¿ damage location details: no damage was found with the rist 079 catheter hub. The rist 079 catheter body was found kinked at ~85.5cm from the proximal end of the catheter hub. The rist 079 catheter distal tip was found to be in good condition. No separation or breaks were found with the rist 079 catheter. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report could not be confirmed. Although the rist 079 catheter body was found kinked, no separation or breaks were observed. Possible causes of ¿catheter kink¿ include patient vessel tortuosity or advancing against resistance. However, the cause of the catheter kink could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the damage was done to the patient. We managed to extract the whole thing without any compl ications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, the rist catheter broke in the patient. The problem occurred during the passage of the headway 21 microcatheter. It was replaced with another rist which worked without a problem. No patient symptoms or further complications were reported as a result of this event.